Event description:
According to the reporter: occurred during a laparoscopic hepatectomy procedure. The stapling device was being used for the cutting of the glinson. There was a problem loading the reload onto the adapter. The adapter was not recognized to the cartridge. The status of all the lights was solid, except the reload indicator light, which was off. In order to resolve the issue and complete the case, replaced with a new adapter. The device sterilization method is autoclave and the type of cleaning is manual.